Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the previous report. Based on the results of the investigation, it is likely that the circuit (cr) board failure led to the front panel malfunction. A root cause could not be identified.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit also exhibited the front panel went dark and could not be powered on.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that an electrical problem traced to component failure led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited an inoperable circuit (cr) board. There was no patient involvement.